Event description:
Reported due to vessel occlusion requiring surgical intervention. The physician attempted closure of an arteriotomy site with the perclose proglide device following a diagnostic procedure fluoroscopy was performed prior to the procedure with the following findings: vessel condition was "normal" and the site was confirmed to be in the common femoral artery. The vessel size is "around 5.0 mm" and no vessel calcification or tortuousity observed. It was also noted that there was no scar tissue at the groin site. Reportedly, resistance was met upon device insertion however, no fluoroscopy was performed. The arteriotomy site was closed with the perclose proglide device and there was a "bit of ooze noted." The pt complained of pain and it was noted there was "an absence of a distal pulse" as well as the "leg started to change color." An ultrasound was performed that confirmed an occlusion, the pt was taken to surgery for a"cut down and repair of the artery." It was then determiend that the artery was "suture shut." The physician reports that obesity played a part since the perclose proglide was overextended. This event prolonged the pt's hospitalization but the number days is unknown. At last report, the pt had been discharged to home. Atlhough requested, no additional information was provided.